Event description:
Caller reported damage to the pump housing surrounding the usb port, which impacted the ability to charge the pump, though it did not cause the pump to shut down or adversely affect the customer's blood glucose level. The issue was resolved by customer technical support (cts) deciding to replace the pump, which was still under warranty. In the meantime, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Cts confirmed the shipping address, instructed the caller on how to put the pump into storage mode, and arranged for the return of the problematic pump via a pre-paid label, with the caller acknowledging and understanding these instructions.